Manufacturer narrative:
The device was not available for return to solventum for analysis. Based on the problem description and photos provided, the reported issue was confirmed; however, the root cause could not be determined. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported the tubing on a 3m¿ ranger¿ blood/fluid warming high flow set separated from the spike during rapid infusion. No injuries or medical interventions were required due to the alleged malfunction.